Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device ran into fibroids, sputtered, and stopped entirely. This occurred approximately five to ten minutes into the case. The patient's tissue was hard and fibrous and the uterus was five hundred grams. The device was not jammed with tissue. A second device was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.